Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. A mitraclip xtw was implanted successfully. A second mitraclip xt was attempted, when attempting to grasp the clip the grippers were stuck in the down position and the grippers would not actuate. The clip was removed. It was suspected that this caused a single leaflet detachment (slda) from the posterior leaflet but could not be confirmed due to visuality blocked by the clips. There were no changes to the mr reduction. The procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the reported incomplete coaptation/single leaflet device attachment (slda) appears to be related to challenging patient anatomy and procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a